Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement double process short clamp shipped to site 07/21/2016. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was taking off the double process short clamp and noted the hex screw just spun. The clamp washer was broken off and not recovered. The clamp was manipulated to remove it from the patient. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.